Event description:
It was reported that the device read 0ml when 300 ml was actually in the bladders. The readings were 300-400 cc's off. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The device readings showed 0ml. A faulty scan cable was replaced. Also replaced were a faulty probe dcm, since there was leaking oil from an unk source. The service rep also replaced the bottom and damaged top probe cover. The probe pcba passed visual inspection.